Event description:
The pt was presented with pericardial effusion. The lead was fractured with protusion through the outer polyurethane insulation. The j wire was completely explanted and the lead remains implanted.